Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Requested patient demographics however not provided.

Event description:
It was reported that the user was inserting the tubing into the device when a free flow of propofol occurred. The customer stated that there was no patient involvement .the event occurred in the ICU.

Manufacturer narrative:
The customer¿s report of propofol free flow was not confirmed. The pump module event log contained no obvious programming errors that would result in the reported event. The pump module event log shows the last infusion programmed on pump module s/n (B)(4) was at a rate of 6.6ml/hr with a vtbi of 100ml, however only ran for less than a minute before the device was paused and then channeled off. The pump module event log contained no obvious programming errors that would result in the reported event. Although requested, the pump module and the disposable set were not received for investigation. The root cause of the customer¿s experience of propofol free flow was not identified. Device evaluated by MFR: log review only.

Event description:
It was reported that the user was inserting the tubing into the device when a free flow propofol occurred. The customer stated that there was no patient involvement .the event occurred in the ICU. Although requested, no further details were provided by the customer for this event.